Event description:
It was reported that during a tlh procedure, the tissue pad fell off the device. The piece did not fall into the pt. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info not available, device not returned for analysis.